Manufacturer narrative:
Upon inspection of the device it was determined the device experienced an inoperable steer/brake pedal (must use alternate pedal), which is not reportable.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced that the brakes do not remain engaged. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced that the brakes do not remain engaged. There was no patient involvement.